Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the basal software did not suspend insulin quick enough resulting in the customer experiencing low blood glucose (bg) levels reaching 34 mg/dl. Glucose tablets, juice, food containing high sugar content were consumed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Tandem technical support reviewed the pump data and found that the pump was working as intended and basal software was accurately suspending insulin deliveries.